Manufacturer narrative:
(B)(4)

Event description:
It was reported by a physician that his tablet was not working and he had to use a backup programmer. A company representative went to the site and checked the 9 volt battery in the wand and confirmed the wand lights stayed on longer than 25 seconds and was working. The company representative swapped the wands between the company representative's tablet and the physician's tablet, and was able to interrogate a demo generator with the physician's tablet but was not able to interrogate with hers. The company representative's usb serial data cable was then plugged into the physician's tablet, and the combination was able to interrogate a demo generator, which determined the issue to be due to the physician's usb serial data cable. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.